Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: customer returned (19) loose 31 g x 8 mm, 0.5 ml relion insulin syringes (used), and (3) loose ultra comfort insulin syringes (non-bd product). Consumer reported plunger rod difficult to move during injection. All 19 returned relion samples were examined and tested for plunger rod movement: all 19 passed, no manufacturing defects were observed. A review of the device history record was completed for batch# 8134552. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 328509, batch no. 8134552. It was reported that during use of the relion¿ insulin syringe the plunger rod is difficult to move during injection. This occurred with more than one box, but the date/time is unknown. The following information was provided by the initial reporter: pet owner reported plunger rod difficult to move during injection, does not re-use. Problem occurred with more than one box, lot #s for previous boxes are unknown, consumer does not know how many boxes are involved but the product is the same. Lot # for current box is 8218718, product # 328512, no exp date.